Manufacturer narrative:
Method; followed up with company representative. Evaluation summary: received 1 ibt for evaluation. "Insertion sleeve present" outer shaft has been stretched near the distal end. Inflation test: unable to inflate unit, likely due to dried contrast fluid blocking the inflation port conclusion: the reported complaint of deflation difficulty could not be tested upon product return, due to the balloon condition. A blockage in the port prevented balloon inflation. Probable root cause: the probable root cause attributed to the difficulty experienced in the field could be due to: improper use of inflation syringe, a kinked ibt catheter or malfunction of the easy prep valve.

Event description:
It was reported that difficulty removing the balloon was experienced during a kyphoplasty procedure. Attempts were made to inflate and deflate; however, the balloon would not deflate. The physician pulled with force to remove the balloon through the osteointroducer and the balloon ruptured. There was no allergy to contrast media and no fragments left in the patient. There was no patient injury and the outcome was perfect. No further information was reported.